Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had low impedance values between bipolar contact points 9 and 10 (x - low). All other contact points were in-range (both monopolar and bipolar). The impedance measurement was done at 3v. The patient was stimulated at contact points 9 and 10, and experienced good therapy. Unfortunately reprogramming would not be an option for this patient, as effective therapy was only possible via contact points 9 and 10. The patient has not experienced a fall or other trauma. There was no significant difference in last impedance measurements. The patient did not experience jerks when stimulation is on. They did not notice a difference in charging frequency. The patient experienced no change in therapy. The physician will speak with the patient and monitor for increase charging frequency or symptoms.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a perpect pc has an abnormal impedance of 187 ohm for contact points 9 and 11 bipolar (right ele ctrode), causing a short circuit. The contact point is not used so there is no decrease in clinical effect. The neurologist and neurosurgeon see no abnormalities on an x-ray.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that nothing has happened recently (e.g., fall, other trauma, or surgical procedure) to this patient. There is no downward trend in impedance results compared to previous impedance measurements. This was the first time with a low value. The patient does not experience any side effects/shocks when the stimulation is on, and the contact point with abnormal impedance is not stimulated. The issue was not resolved. No actions were taken. The physician will do normal follow up with the patient and will follow the impedance measurements closely.